Manufacturer narrative:
This patient underwent a reintervention to treat the type I endoleak caused by the contralateral leg component of the gore® excluder® aaa endoprostheses retracting up into the aneurysm sac in the left common iliac artery. The reintervention was postponed from (B)(6) 2020. During the procedure an iliac branch device was placed, along with two stents in the internal iliac artery. The reason for the contralateral leg component retracting into the aneurysm sac is unknown, however it was noticed during the reintervention that the patients anatomy was tortuous. The patient was treated successfully and no further issues were reported. A4: added patient weight. B7: added patient medical history. H6: conclusion code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use, potential device or procedure related adverse events include endoleak and component migration. H10/11: added description of additional reported information.

Manufacturer narrative:
D1: brand name corrected to aortic excluder aaa endoprosthesis (low profile).

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2016 this patient underwent endovascular treatment of an aortic aneurysm using a gore® excluder® aaa endoprostheses and a gore® excluder® iliac branch endoprosthesis. On (B)(6) 2020, it was observed that the distal end of the contralateral leg component retracted up into the aneurysm sac in the left common iliac artery. A distal type I endoleak was also identified at the distal end of the contralateral leg component. It was reported that aneurysm growth of an unknown amount had been seen over the 12 months prior to the follow up. It is unknown whether the aneurysm growth contributed to the contraction of the contralateral leg component, or if the contraction lead to the distal type I endoleak and aneurysm growth. A reintervention is planned for (B)(6) 2020 to place an additional gore® excluder® iliac branch endoprosthesis to treat the retracted limb and distal type I endoleak.